Manufacturer narrative:
Additional information received on 31 august 2016 and includes: the surgery was delayed about 15 to 20 minutes due to this event. All metallic broken pieces were retrieved from the patient. On 12 september 2016 the (B)(4) project manager performed a visual inspection of the retrieved instrument and commented as follows: we can see that the cardan joint is disconnected and the two rods are separated. It is clear that breakage of the welding between pin which fix the cardan joint and the two rods occurs during the usage. In addition we can see that one of the two pins which fix the smaller rod to the cup impactor body is absent (leaving a hole in the cup impactor body). Even in this case it is clear that the breakage of the welding occurs during usage. The instrument will be sent back to the supplier to check the possible root cause of the welding breakage. Batch review performed on 16 september 2016. Lot 16h1115: (B)(4) items manufactured and released on 26th january 2016. All steps, according our routing sheet and relative drawing, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the documental review. To date, 4 similar events have been reported on items of the same lot.

Event description:
During the surgery, the instrument joint broke. After the reaming, the surgeon inserted mpact shell, but it was not released. The knob did not rotate by hand. He tried to rotate with a plier, but the knob did not rotate. This time the instrument joint broke. He retrieved mpact shell with instrument from the patient body. When he rotated mpact shell, it released easily. The surgery was performed with other instruments and finished successfully.